Event description:
The valve was explanted due to endocarditis. According to the information received, on 04 october 1999, the patient developed back pain and fever. Blood cultures were positive for group b streptococcus and MRI showed multiple small micro-emboli. Tee demonstrated a "well-seated" valve with no significant regurgitation or stenosis and leaflet motion was unimpaired. Vegetation (1.0 x 0.6 cm) was noted on the sewing cuff or annulus on the ventricular side of the valve. Blood flow was unobstructed. At explant, extensive pannus was noted over the valve with vegetations and a large amount of annular calcification extending approx. 1/3 of the posterior and medial portion of the valve that required debridement and annular reconstruction with pericardium. Another sjm valve was then implanted (2648612-200300011).